Event description:
It was reported that pump screen remained dark and would not turn on despite attempts to charge and restart, and pump showed a red light without vibration. There was no reported adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.